Event description:
A customer reported inconsistent reactions with capture-r ready screen 3 test wells on the galileo echo instrument.

Manufacturer narrative:
Inconsistent reactions may be sample related. In addition, a review of the plate image files showed repeat testing results for cell 1 on the echo antibody screening assay as negative. Visually, all capture-r ready screen and capture-r ready ID test wells appeared positive. The customer was made aware that all negative antibody screening and identification results on the echo were to be visually inspected prior to release of results. This issue was communicated to customers in technical communication (B)(4) on (B)(4) 2009.